Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an insulation abrasion at 27.5 cm to 28.1 cm from connector pin which exposed the proximal coil. The damage is consistent with clavicular crush.